Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an infusor leaked during removal of the device. The device was filled with an unknown chemotherapy drug. After removal of the device, redness was noticed around the subcutaneous tissue and subcutaneous capillary hyperemia. There was patient involvement, but there was no report of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.